Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image not displaying was damage to the scope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed that the event is detectable by handling the product in accordance with the following IFU. Operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope 3.8 inspection of the endoscopic system 4.2 insertion reprocessing manual 5.5 manually cleaning the endoscope and accessories cleaning of external surfaces 8.1 precaution of storage and disposal should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the image from the colonovideoscope was not displayed during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
B3 - event date unknown date of event is unknown. Additional information will be provided if available. E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.